Event description:
It was reported that the back of the personal diabetes management (pdm) was bulking up and that the pdm does not power on.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.